Event description:
Pt's pump had no alarms or audible sounds. They checked the sound to see that it was on and they replaced the batteries, but they could only hear the motor running. Pt was taken off the pump and placed on injections.